Manufacturer narrative:
Per the tandem user guide: "never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. Reportedly, the customer reused the syringe needle and cartridge. Tandem technical support educated the customer on the syringe needle and cartridge being single use only. Customer's blood glucose level was 400 mg/dl. Multiple syringe needle and multiple cartridge changes were performed resolving the issue.